Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. The device was found to deliver within specification during flow testing. The event history log (ehl) review was performed. The customer reported that the infusion in question was ran on (B)(6) 2020 with parameters: volume to be infused (vtbi) of 560ml, flow rate of 100mg/hour, which was increased by 100mg/hr every 30 minutes until max infusion rate of 400mg/hour was reached. The total dose was 600mg in 560ml. There were no infusions matching the customer description programmed on 12-aug-2020, however a multi-step infusion matching the customer-reported parameters was programmed on 13-aug-2020. The infusion did not run to completion. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump under infused during patient therapy. The pump was programmed to infuse rituximab. The medication was at room temperature at time of infusion with a volume to be infused (vtbi) of 560 ml. The flow rate was set at 100 mg/hour and was increased by 100 mg/hour every 30 minutes until max infusion rate of 400 mg/hour was reached. The total dose was 600 mg in 560 ml. There was no known patient injury or medical intervention associated with this event. No additional information is available.